Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.

Event description:
An optometrist spoke with a sales representative regarding a patient with a "significant paracentral pseudomonas ulcer." The optometrist was called and states he did not actually examine the patient but, the patient had called the office to report the issue to him. The patient was seen by a primary care physician and referred to an ophthalmologist. The optometrist gave our firm information on the on the ophthalmologist, but when the ophthalmologist's office was called, they had no record of the patient being seen there. The optometrist's office was called again for more information on where the patient may have been seen. The dr offered to pull the records and follow up with the patient. Multiple messages have since been left for the optometrist and no additional information has been received. If additional information is received, will report within 30 days of receipt. All MDR's are reviewed in quarterly management reviews.